Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va1hlad, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urge incontinence. It was reported that the patient's lead was migrating to the skins surface and was causing sensitivity. The rep reported that a suspected cause of the migration was the patients small size. The rep stated that the device was reprogrammed in the office a few times because the stimulation was felt in her toes on all programs. The lead was explanted and replaced. No further complications were anticipated/reported.